Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that the alert had not reoccurred after charging the pump. In addition, the battery gauge was observed to jump from 100% to 20% and back to 100%. The customer's blood glucose was 157 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.